Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: device manufacture date ¿ the lot was manufactured between january 24-28, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, which showed fluid inside the device¿s bladder which suggested a possible flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. Before dispensing, it was observed that there was no flow (not dripping) after water was added to the device. The device was filled with dextrose 5% in water (d5w). There was no patient involvement. No additional information is available.